Manufacturer narrative:
The insulin pump passed the volume accuracy test.

Event description:
It was reported that the customer's insulin pump over delivered insulin. It was stated that the customer went into a coma and hospitalized. It was stated that the device gave the customer a random bolus. It was mentioned that the infusion set was changed the day before the event. Troubleshooting was performed, and the programming in the insulin pump was correct. The alarm history was reviewed and found a low reservoir alarm. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.